Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges injuries and complications. Update rec'd 10/30/2013: pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: 11/26/2013. Update 4/21/2015: pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:5/19/2015. Update 8/17/ 2015: pfs and medical records received. After review of the medical records for MDR reportability, a revision date has been provided. The revision operative note indicated pseudotumor. Lab results also indicated elevated metal ion levels. The stem is being added to the complaint. The complaint was updated on: 9/11/2015.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Updated code for trunnionosis.